Event description:
The patient experienced a shocking or jolting sensation in the back of the neck, throat, and chest every 15-20 minutes. The patient was under the care of a physician at the time of the complaint and had been treated with medications to help him calm down and fall asleep. No pulses from the deep brain stimulators were being picked up on an electrocardiogram. There was no known incident or accident related to the event. Please see MFR report # 6000032200905868. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).